Manufacturer narrative:
As of 03/22/2023 manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.

Event description:
On the initial report received on 02/28/2023 consumer stated the dressing caused a rash on his arm. Consumer went to houston health care med stop and they told him that it was contact dermatitis. They prescribe him a cream. Consumer returned customer information request (cir) on 03/22/2023. The consumer did not send returned product for testing. The consumer stated that the symptoms have not yet been corrected.